Event description:
The account alleged that when the brake is set the brake caster will not roll but will rotate around. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.